Event description:
Healthcare professional reported "exchange from textured to smooth breast implant". Healthcare professional later reported "found to be ruptured during explant surgery". This record is for the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.